Event description:
Champion af study it was reported that a thrombus and cerebral vascular accident (cva) occurred. In september 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 24mm watchman flx laa closure device with delivery system (wds). In february 2022, the patient presented to the hospital with cognitive changes, confusion, and recently experienced memory loss, disorientation, lethargy, and visual hallucinations. The patient underwent magnetic resonance imaging (MRI) and computed tomography (CT) with no acute findings. Two days post hospital admittance, an MRI without contrast revealed nonspecific finding of significant hyperintense t2 signal within the bilateral thalami with extension into right aspect of midbrain and right external capsule. Additionally, the MRI with contrast revealed greater abnormal geographic enhancement within bilateral thalami extending laterally corresponding to the areas of t2 signal abnormality or diffusion abnormality. A small focus of enhancement was noted within the left caudate body and right cerebellar hemisphere. Three days post hospital admittance, CT angiography (cta) with and without contrast revealed low attenuation within bilateral thalami with abnormal enlargement and mass effect on third ventricle and a small amount of enhancement within the vein of galen. Five days post hospital admittance, magnetic resonance venography (mrv) without contrast revealed an absent signal within the internal cerebral veins, vein of galen, and straight sinus. A lumbar puncture was performed with no signs of infection noted. Five days post hospital admittance, due to worsening symptoms, the patient was transferred to another health care facility to receive a higher level of care. Upon arrival at the new health care facility, a neurological examination was performed which revealed patient was awake, alert, oriented to person but not to place or time, had intact fluency, followed simple midline and peripheral commands, exhibited no dysarthria, pupils were equal, round and reactive to light, extra ocular muscles intact, no nystagmus was present, no facial asymmetry and intact auditory acuity. Six days post hospital admittance, cta revealed evolving edematous changes in the thalami consistent with venous infarcts, decreased filling of the left internal cerebral vein, occlusion of the vein of galen and straight sinus consistent with venous sinus thrombosis. CT without contrast revealed edematous changes in the thalami bilaterally, consistent with the known diagnosis of acute stroke. Heparin was discontinued and enoxaparin sodium was administered due to persistent encephalopathy. Patient was observed to have tachycardia and atrial fibrillation. An abdominal and pelvic CT with contrast revealed cholelithiasis, a 1.2 cm indeterminate hypodense lesion in the spleen, and a 0.9cm right renal exophytic cortical hypodense lesion too small to further characterize. Seven days post hospital admittance, MRI without contrast revealed evolving venous infarcts in the bilateral thalami with evolving edema, smaller evolving infarcts in the right cerebellum and partial effacement of the third ventricle. An endocrinologist was consulted due to concerns of known prolactinoma. Cabergoline was kept on hold along with testosterone supplement and anastrozole due to contraindication in setting of a hypercoagulable state. Ten days post admittance to the hospital, the event was considered to be resolved with sequelae and the patient was discharged on apixaban.